Event description:
It was reported that shortly after initiating bypass the device began leaking a small amount of blood out of the gas outlet. The device was swapped out. No reported patient effect. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not been able to confirm the failure because the device has not been returned. Based on the failure description received from the hospital, the most probable root cause is delamination of some gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated CAPA process ((B)(4)) to address the appropriate corrective and preventive action. We will continue to address the most probable root-cause through CAPA (B)(4), as well as continuously monitor incoming complaints for trends. A supplemental medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4). Abbreviation CAPA: corrective action preventive action. Imp ref. # (B)(4).